Event description:
Per the initial reporter, in operating room #1, the spi (switchpoint infinity) panel is displaying an error message "operating system not found." The malfunction of the device led to the loss of the endocamera image on the display. There was also no backup signal available. The failure occurred a few minutes before the surgeon was to use the endocamera to harvest a vein from the pt. The case was successfully completed by using a portable monitor to obtain image directly from the endocamera. Per the initial reporter, there was a 5-10 minute delay and there were no adverse consequences as a result of this malfunction.

Manufacturer narrative:
There is no expiration date for this device. Device problem already known, no eval necessary. The root cause of this failure is suspected to be the failure of the hard drive component of the switchpoint infinity. The malfunction did not lead to any adverse consequences for the pt. This is not a single-use device.